Manufacturer narrative:
Boston scientific technical services (ts) noted that the device initiated therapy due to the rid template not being correlated with the incoming rhythm. At first it was noted that ant tachycardia was delivered and the device did not apply any further detections enhancements as the device will only look at the fast sustained rate. Ts noted that the rhythm appeared to be a supraventricular tachycardia. Ts discussed further review of the device settings and will wait for a save to disk for a detailed analysis fo this case. At this time the device remains implanted. Additional information noted that the device was reprogrammed and the system remains implanted.

Event description:
Boston scientific received information that therapy was exhausted when it comes to this device after the device delivered inappropriate ant tachycardia and shock therapy due to an atrial tachycardia. A technical review was requested. No adverse patient effects were reported.